Event description:
It was reported that the high voltage lead impedance was out of range and an alert for possible output circuit damage was observed. The analysis of the ICD identified hv output circuit damage resulting from a damaged lead. The lead remains implanted at this time.

Event description:
It was reported that, "headless pin got stuck in cutting blocks."

Manufacturer narrative:
Na

Manufacturer narrative:
The lead was returned cut apart at 13cm from the pins. Analysis found that the 13cm portion of the lead had an outer insulation abrasion at 12.3cm to 13cm from the pin due to rubbing against the ICD can. The etfe insulation of both the rv cables was also abraded open, causing shorts from the ICD can to rv. One of the rv cables was melted apart from a high energy spark that occurred when the ICD can shorted to the rv cable filars. .